Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "laxity to right total knee." Update on 27-aug-2021: this pi is for revision surgery in 2013. "[...] On (B)(6) 2013 with a preoperative diagnosis of laxity to right total knee. The procedure was a revision of the polyethylene insert. Surgeon removed the 9 mm insert and put in an 11 mm. "

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon patella was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient's right knee was revised whereby the 9mm insert was revised with a 11mm one. The baseplate, femoral component and patella remained implanted. A full investigation is completed on triathlon insert within the same pi.  No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "laxity to right total knee."